Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. Unable to verify unexpected bolus delivery due to corrupted history files. A cracked case and scratched lcd window noted.

Event description:
It was reported that the insulin pump beeped and delivered 3.9 units of insulin by itself. The customer's father stated that the insulin pump also delivered insulin by itself the night before. The customer's father further stated that this has resulted in the customer experiencing hypoglycemia. Nothing further was reported.